Event description:
Patient reported for left side ¿not enough milk production¿, "desired size change". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold and the weight the device within specification. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5, h3, h6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation : contralateral rupture.

Event description:
Patient reported ¿not enough milk production¿ was reported by the patient. The device has been explanted and replaced.